Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by ward staff on assessment noticed that PICC line had migrated 3 cm from insertion. On insertion, external length was 4 cm. Now total length is 7 cm. Flushed to check patency and noticed fracture (partial) at 5 cm mark of PICC outside the skin of the patient as fluid was coming out of that split section. Consequently, proceeded to remove the PICC line and PICC line fractured by the partial fracture point break. We were able to remove total length of the PICC line (49 cm) in one piece. Patient unable to receive ivab at that point. Peripheral cannula had to be reinserted in a diva 4 patient. Patient refused to have a new PICC inserted despite plan for long term on ivab. Unable to plan discharge under community.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a break was observed between the 6cm and 7cm markings. The catheter break contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed break; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by ward staff on assessment noticed that PICC line had migrated 3 cm from insertion. On insertion, external length was 4 cm. Now total length is 7 cm. Flushed to check patency and noticed fracture (partial) at 5 cm mark of PICC outside the skin of the patient as fluid was coming out of that split section. Consequently, proceeded to remove the PICC line and PICC line fractured by the partial fracture point break. We were able to remove total length of the PICC line (49 cm) in one piece. Patient unable to receive ivab at that point. Peripheral cannula had to be reinserted in a diva 4 patient. Patient refused to have a new PICC inserted despite plan for long term on ivab. Unable to plan discharge under community.